Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. There was blood on the balloon between the folds. The balloon was tightly folded. The catheter was received in two pieces. Device analysis determined the condition of the returned device was consistent with the reported information. The hypotube shaft was completely separated 81cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex¿ balloon catheter was taken out of the package when it was noticed that the midshaft broke. The procedure was completed with a different device . No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex¿ balloon catheter was taken out of the package when it was noticed that the midshaft broke. The procedure was completed with a different device . No patient complications reported.